Manufacturer narrative:
Device 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 4j00230 was manufactured 02/sep/2024, in automation tooling systems (ats #2) line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 15/nov/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 15/nov/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4j00230 lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ defect and no additional complaint was identified. Historical nonconformance review: on 15/nov/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ defect for the lot number 4j00230 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 03 defective parts confirmed to date from a lot size of 36,500 products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of 025. To date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: as no photographs or samples were available for this complaint issue, it was not possible to confirm the issue reported. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that the moldable opening was hardened and felt like cardboard. It was difficult to enlarge the opening, although no rough or sharp edges were noted. He tried two of them, and they lasted about three days, whereas the usual wear time was five to seven days. No photo is available at that time.